Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Conclusion, result, and method codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the issue was the electrodes chosen for that group were eliciting right knee stimulation. The rep reprogrammed new electrodes that gave him great back coverage. The patient wanted stimulation in his back now instead of his knee. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from a patient regarding their implantable neurostimulator (ins). It was reported that since the ins replacement on (B)(6), most of the stimulation is in his right knee instead of his back where it should be. Patient declined changing programs and preferred to wait until appointment with hcp on friday ((B)(6)). No further complications were reported/anticipated. 2019 (B)(6) additional information was received from the rep. It was reported that the battery replacement was due to normal battery depletion. Rep provided the replacement serial number. The cause of stim in right knee was unknown. Rep was not made aware of this issue. Additionally, patient stated that the appointment was rescheduled. No further complications were reported.